Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. The collimator calibration files were re-loaded. The system was tested and re-calibrated, and operated as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system had an iris pot error displayed. A system re-boot would clear the error and the system functioned normally.